Event description:
New information noted that patient believed government was spying on them through device and elected to have implantable cardiac monitor removed. Patient was stable post procedure.

Event description:
It was reported that a patient's implantable cardiac monitor was explanted because the patient requested removal. More information was requested but not provided.

Manufacturer narrative:
Analysis was normal. No anomalies were found.